Event description:
It was reported the patient was experiencing inadequate stimulation despite reprogramming done. An x-ray was taken and revealed lead migration. The patient underwent a revision procedure wherein a lead was added. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7100626.